Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported during a request for a replace cycler that the patient was in the hospital for an unspecified reason. It was reported by the patient contact that the patient will complete dialysis treatments in the hospital. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient was admitted to the hospital for calciphylaxis. The patient reportedly has a history of non-compliance with performing dialysis treatments and that the patient¿s treatment modality was updated to hemodialysis until the calciphylaxis was resolved. Additional information was solicited.

Manufacturer narrative:
Clinical review: although a temporal relationship exists between the alleged blank display screen and noise with the liberty select cycler and the pt¿s missed treatment on an unknown date with subsequent hospitalization for calciphylaxis; there is no objective evidence to support a causal relationship. It cannot be determined what may have caused the pt. To develop calciphylaxis with the information at hand. However, it is unlikely that the pt¿s missed treatment coincident with the alleged liberty select cycler issue caused the patient¿s calciphylaxis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Information in the complaint file was reviewed. This clinical investigation was conducted in response to a service call on (B)(6) 2018 whereby a request for a replacement cycler was made coincident with a reported hospitalization (on (B)(6) 2018) due to missed peritoneal dialysis (pd) treatment. During follow up, it was discovered on an unknown date, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy reportedly experienced a blank display screen and noise with the liberty select cycler at home. After, the pt. Brought the liberty select cycler to the pd clinic and the device worked without any issues. The pt. Reattempted to use the liberty select cycler the next night at home (unknown date); however, the pt. Allegedly experienced the blank display screen and noise again and the pt. Skipped pd treatment. There were no reported fluid overload or blood pressure events because of the pt. Not completing pd treatment. To missed treatment due to the liberty select cycler issue. Additionally, the pt¿s pd nurse stated the pt. Has a history of non-compliance with performing pd therapy. Subsequently, on (B)(6) 2018 the pt. Was admitted to the hospital for calciphylaxis. During hospital course, the pt. Was switched to hemodialysis (hd) therapy with unknown products. No further information surrounding the pt¿s hospitalization course, including pt. Disposition, are unknown as the pt¿s discharge summary is not available. Per the pd nurse, the pt. Will remain on hd until the calciphylaxis is resolved